Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, after the reload was fired on the stomach, for the third time, it looked good and a few minutes later, the staple line bled. Clips and suture were used to reinforce the staple line and complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices reloads. One photograph of the complaint event was received. Photographic inspection noted no staple line bleeding. The staple line was not clearly visible. Visual inspection of the returned product noted that the reloads were fully fired. The clamping mechanism of the first reload was deformed, the anvil was bent, and sub-flush staple pushers were noted. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the clamping mechanism deformation, bent anvil, and sub-flush staple pushers may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.